Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with insulin. A new cartridge was loaded in an attempt to resolve the issue, however, multiple attempts were made by tandem technical support to follow up with the customer, but no response was received. Customer¿s blood glucose level was "high".